Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the dye study was conducted under fluoroscopy. The hcp stated that the catheter was successfully aspirated before dye was injected. The hcp indicated that he did encounter resistance at time of cap dye study. They stated they used a ncc syringe and a 25 gauge needle. The needle was one and a quarter in length. The hcp confirmed the dye was injected into the cap and not the refill port. They stated that excessive force was needed to complete the dye study. The hcp said the force was typical as to the force you would expect with a clogged catheter. The needle used to check the volume in the reservoir was a 22 gauge huber needle. A 20 cc syringe was used to check the volume in the reservoir. The hcp confirmed the pump was initially filled with 20ml. They did not have the date of last refill at time of call. The hcp co nfirmed 19cc was expected based on the pump print out. The hcp noted the patient was receiving morphine 5 mg/ml. The hcp stated the 6-7ml of dye in the reservoir was confirmed via fluoroscopy and visual inspection. They stated it was noted under fluoroscopy and when they aspirated they pulled out 6-7 ml so the dye in the reservoir was confirmed via both fluoroscopy and visual inspection.

Event description:
Additional information received from a healthcare provider reported the hcp clarified that the catheter was not successfully aspirated before the dye was injected. It was noted a 25 g needle was placed through the side port access and aspiration was negative. The hcp then pressurized the needle through the access port and the contrast did not flow down the catheter, but rather into the reservoir. The hcp explanted the defective pup, attached the catheter to the new pump and at that point put a needle into the access port, aspirated and got clear csf indicating the catheter was intact and functions. It was noted the patient was stable with their prior pump with no withdrawal or issues prior to implant. The next day, the patient was in obvious withdrawal and lack of therapy. The patient was treated appropriately and upon replacement of the pump and restoration of infusion their issues promptly resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2014; product type: catheter; product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2014; product type: catheter; h3: the pump was returned and a hole/breach in the tubing was identified due to the internal pressurization of the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had their pump replaced due to normal and expected end of battery life on (B)(6) 2021. Afterwards, the patient started to show signs of opioid withdrawal. A dye study was performed to determine if the catheter was the issue. However, when the hcp injected the dye into the cap (catheter access port) the dye went into the pump reservoir instead of into the catheter. The hcp then aspirated the reservoir which should have had 19cc of medication, but instead had 26cc total of 19cc medication mixed with 6-7cc of omnipaque dye. The patient was going to managed on oral therapy until surgery could be performed, which was planned for the next few weeks. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the surgery was scheduled for today in the afternoon. Additional information was received on 03-jun-2021 from the patient who reported that she went through ¿withdrawal 13 days of hell¿ and then had the pump replaced yesterday. The patient wasn¿t sure if the pump was delivering morphine or hydromorphone. The dose in the new pump was reduced because the hcp was worried about the tolerance she would have to the drug because she had gone through the withdrawal. The patient noted that prior to the replacement the hcp had to make sure that she did not have an infection and the hcp did a dye test which confirmed the efficacy of the catheter, but showed the drug from the pump was going back into the pump.